Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that recurrent pulmonary embolism occurred. The patient presented in (B)(6) 1993 due to pulmonary embolism and a greenfield filter was placed. In 2004, the patient experienced a heart attack and blood clots in his lungs were discovered. The patient has experienced two other episodes of blood clots since then. He has been placed on warfarin and has not had a problem since 2010 or 2011.